Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. According to reports, the patient has some brain issues; and this ra lead will soon be removed. There were no additional adverse patient effects reported.